Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas and reported that the pump emitted several call service 12 alarms and was not able to clear them. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: a review of the black box showed cs012 alarms occurred on (B)(6) 2013 and (B)(6) 2013, and on (B)(6) 2012. The pump powered on normally and primed appropriately. During investigation the pump was exercised for 24 hours with no alarms occurring. Multiple boluses were performed during investigation using normal, audio, ezcarb, and ezbg bolus features, with no alarms occurring during bolusing. The pump was opened and no intermittent connections were found. The complaint could not be duplicated on investigation.